Event description:
It was reported that the patient presented for a follow-up in clinic. Noise was noted on the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. The patient was asymptomatic. The ICD and rv lead were explanted and replaced. The patient was stable throughout the procedure.